Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
Related to (B)(4). The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm), they inserted the hs seal into the aorta and deployed but bleeding was too extensive to continue using the hs. Seal was removed and another loaded hs was inserted. The same scenario occurred and the second hs was removed. A third was inserted, again with the same outcome and a fourth was inserted. The surgeon removed the fourth since there was still the excessive bleeding and placed a side-biting clamp on the aorta to complete the single anastomosis. Anastomosis was completed without further incident. No patient injury.

Manufacturer narrative:
Tw# (B)(4). Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. The device was not returned to maquet cardiac surgery for investigation. Therefore, no evaluation could be performed. It is not possible to confirm the reported complaint. The lot # 3000428264 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported event.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii seal (4.5mm) were loaded appropriately but were not hemostatic at all and bled much more than usual. The seal was removed and another loaded hs was inserted. The same scenario occurred and the second hs was removed. A third was inserted, again with the same outcome and a fourth was inserted. The surgeon removed the fourth since there was still the excessive bleeding and placed a side-biting clamp on the aorta to complete the single anastomosis. The surgeon depressed the white plunger and he did deploy each hs seal into the aorta. The seal did unfurl (unfold). There was a procedural delay since multiple heartstrings needed to be prepared and deployed. Anastomosis was completed without further incident. No patient injury.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, b5, g3, g6, h2, h6, h11. Corrected section: b1, b2, h1 - type of reportable event to "serious injury".